Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the patient began to feel pain in the cervical and thoracic region, resulting from shortening and decreased range of motion of the shoulders and shortening of the antero-internal muscle chain of the arms and trunk , as well as pain in the anterior and medial region of the right knee (patellar and goose paw tendinopathy), in addition to pain in the lumbar region.

Event description:
Patient representative reported for left side "the recall of natrelle prostheses", "capsular contracture grade 2", "seroma", "mass/hardening adjacent to the breast implant, pain and breast deformity", "small amount of peri-implant fluid on the left, associated with a slight asymmetrical enhancement of the fibrous capsule"; and the following events that are not related to the device "feel pain in the cervical and thoracic region, resulting from shortening and decreased range of motion of the shoulders and shortening of the antero-internal muscle chain of the arms and trunk , as well as pain in the anterior and medial region of the right knee (patellar and goose paw tendinopathy), in addition to pain in the lumbar region". The device remains implanted.